Event description:
It was reported that the kit invisiknot ankle fracture was going to be used, but the inside package was opened and unsterile. No case was involved. Back-up device was available for the upcoming case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence found that operator must verify that the pouches are free of pin holes, cuts, particles s and supplier seal defects, and in addition, when sealing the pouches every pouches must be inspected as per process summary. A visual inspection of the returned device found that it is not in its original packaging. The poly bag is opened, but the bag shows signs that a complete seal was applied around the edge. The clear plastic is ripped diagonally through the product label. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the packaging. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.